Event description:
It was reported that the pacemaker exhibited increase in pacing impedances on the right atrial (ra) lead. It was noted that the ra lead is a non-(B)(6) lead. Technical services (ts) was contacted to review the daily threshold and impedance measurements trend report. Upon review, ts confirmed the ra lead pacing impedances appeared to be increasing but was still within normal limits (wnl). Ts discussed possible causes and recommended programming optimization options. The clinician plans to continue with monitoring. At this time, the pacemaker and non-(B)(6) ra lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).